Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. It was noted there were no heater bag make sure heater bag is on heater tray and unclamped and contamination of the fluid path due to operator error issues. However, it indicated a faulty screen during screen calibration issue. The touch screen was replaced and it resolved the encountered touch screen calibration issue. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that she had medicated solution bags for the final fill of her prescription. Additional information received from the patient's pd nurse confirmed that the patient had been hospitalized for peritonitis. The patient was admitted on (B)(6) 2016 and discharged on (B)(6) 2016. The patient was treated with the antibiotic ceftazidime through the peritoneum route. The pd nurse confirmed that the source of the peritonitis was related to a patient breach in aseptic technique, where the patient had been forgetting to re-cap the pd catheter. The patient's culture results were positive for serratia. The patient's medical records have been requested but have not yet become available.

Manufacturer narrative:
Medical records were received and have been reviewed. There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of peritonitis. However, there is a probable association between the sterile pathway of pd therapy and peritonitis.